Event description:
Charge nurse reported that during a hemodialysis treatment, a patient's blood pressure dropped, stopped breathing, and CPR performed. Patient was transported to the hospital and passed away (B)(6) 2013. Event as followed: pre-treatment blood pressure (bp) 92/32, heart rate (hr) 81. At 10:18 hemodialysis treatment started. Bp 94/45, hr 78. At 10:30 to 12:00 treatment was uneventful. Patient's bp remained low. At 12:30 bp 90/43, hr 85. Patient reports feeling bad and normal saline given. At 12:47 bp 85/35, hr 86 patient feeling bad, cold, and clammy. Normal saline given. At 12:52 bp 93/31 hr 68 patient becomes lethargic and unresponsive, normal saline given. At 12:56 patient had no palpable pulse or respirations. CPR initiated and blood returned. AED applied and advised no shock. At 13:09 patient taken by ambulance to the hospital. Patient expired two days later.

Manufacturer narrative:
There was no reported or suspected device malfunction during the treatment. A medical review was performed on the available medical records. There is no history of device malfunction or problems with the dialysis therapy which could have caused or contributed to this event, on a patient with very high risk for cardiovascular mortality. Cause of patient's death was not made available at the time of this report. A supplemental report will be submitted upon the completion of the investigation. Facility canceled fresenius regional equipment specialist evaluation.